Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5 and h6. The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of leaflet motion restricted-in patient was confirmed based on the medical record, while the complaint of improper leaflet coaptation was unable to be confirmed due to unavailability of the relevant medical report/ imagery. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, ''ic recently ordered a CT scan to investigate leakage patient has been experiencing since the day after tavr. [...] The CT suggests one of the leaflets is malfunctioning [...] Per the medical records, [...] CT revealed no frozen leaflet and there is restriction of the posterior leaflet concerning for restriction and incomplete coaptation.'' Additionally, per review of the medical review, ''aug 21, 2024 CT structural heart post tavr: a transcatheter aortic valve is present. There is hyperdense material situated between the valve and the wall of the aortic root at the 12:00, 3:00, and 6:00 positions, consistent with displaced calcified leaflets.'' Leaflet motion restricted in patient which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Leaflet motion restricted in patient may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Due to limited information provided, a definitive root cause is unable to be determined at this time. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative action is required. For the complaint of improper leaflet coaptation, in this case, the leaflet motion was restricted, which may impact the proper coaptation of the leaflets. As such, available information suggests that patient factors (restricted leaflet motion) may have contributed to the reported event. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative action is required. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to the adverse event of pvl. Investigation results indicate that patient related factors (displaced calcified leaflets) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Edwards received notification from a patient. As reported, a patient called to report valve leakage. The patient's cardiologist recently ordered a CT scan to investigate leakage the patient has been experiencing since the day after the tavr procedure with a sapien 3 ultra resilia 29mm valve approximately 2.5 months prior. Patient states the CT showed ''leakage is coming from around the valve but also the valve itself.'' The patient has been told that the CT suggests one of the leaflets is malfunctioning and his heart team is recommending open heart surgery to replace the failing valve. The patient is currently asymptomatic.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.